Event description:
A patient's wife contacted customer support to report that when they arrived home from the hospital yesterday she noticed blue gel leaking from the front therapy electrode. Later in the evening the wife noticed blue gel leaking from the back therapy electrode. Also, when the wife placed a battery pack in the monitor she received the "?" Symbol. Support sent two replacement garments, a replacement electrode belt and a replacement battery pack. Support checked the download they had patient's wife perform and noticed no automatic event and gel release flags.

Manufacturer narrative:
Device manufacture date: electrode belt 2007. Device evaluation summary: device evaluations of battery pack and electrode belt have been completed. The reported problem was confirmed. Battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisor ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. Electrode belt was tested and was fully functional. It was repaired, retested and then restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack and electrode belt.